Event description:
The patient reported receiving shocks, like 'mini shocks', for several months. He said it only happened when he tried to fall asleep. He also said he had 'no energy and felt terrible' after implant three yrs ago. He reported still feeling weak, short of breath, with no energy, and continuing 'shock impulses'. Information from the physician states the device was replaced due to these issues. No further patient complications have been reported as a result of this event and the patient is now reported to be doing well. The device was returned with a report that the patient said it was causing him problems at night, and he insisted it be removed. The ep reportedly checked the system and found 'everything was fine'.

Manufacturer narrative:
If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found. Other text: the patient reported receiving shocks, like 'mini shocks', for several months. He said it only happened when he tried to fall asleep. He also said he had 'no energy and felt terrible' after implant three yrs ago. He reported still feeling weak, short of breath, with no energy, and continuing 'shock impulses'. Information from the physician states the device was replaced due to these issues. No further patient complications have been reported as a result of this event and the patient is now reported to be doing well. The device was returned with a report that the patient said it was causing him problems at night, and he insisted it be removed. The ep reportedly checked the system and found 'everything was fine'. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination device performed according to specifications; device evaluated and alleged failure could not be duplicated shock, inappropriate.